Event description:
The patient reported having issues with all keypad buttons. He stated when he tries to program a bolus, button presses will cause scrolling. When the scrolling stops, he stated that he has to press the buttons very hard with his fingernail in order to get the buttons to work. The patient stated that he wears the pump exterior to his clothing and does not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. The ok and down arrow keypad button contacts were inverted.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.